Manufacturer narrative:
(B)(4). The device involved in the incident was unknown; therefore, 510k number will not be provided in the MDR as the product code and lot number are unknown. The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a leak from the transfer set. The patient that stated that when he was connecting to the patient line his twist valve on his transfer set was open and some solution poured out of him as he connected. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she was unsure if the event was reported but the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.